Event description:
It was reported to philips that system was unable to boot up. The user performed a reboot, but the issue persisted. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start. A review of the system logfiles found a startup malfunction. Upon troubleshooting actions, the fse identified that the issue was software-related, as the customer found the system stuck on the software loading bar when switched on. To resolve the issue, fse reinstalled the software with the usb software key. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.